Event description:
A us distributor returned a charger/modem sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (would not power on) was confirmed. Upon evaluation, the l602 component was detached from the bedside board. The cause of the inability to power on is the damaged l602 component. The root cause of the damaged l602 component cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the defective charger/modem.